Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2021-jun-02 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's replacement device was working but not as well as their first stimulator and they could control their symptoms in their house, they could make it to 32 feet and any further, they cannot make it to the bathroom or they are wet. Patient reported today they have 9 programs and 2 of them are somewhat helpful. Patient services asked if the stimulator reduced symptoms by 50 percent and patient did not know. The patient was redirected to their healthcare provider to further address the issue. 2021-aug-06 additional information was received from the patient: they stated the cause of the device not working well as their first implant was not determined and they were disappointed. Their bladder will not empty. They change settings when it does empty and then have leaking before getting to the bathroom and are using large boxes of depends. Nothing works and they are tired of changing clothes. In a second letter the patient was asked what most likely contributed to their issue and stated they are on one setting all the time, they can not control it with whatever setting. They wrote that the general consensus is that the issue is due to the patient's nerve damage due to prior health issues which keeps changing the location of the device impulses.